Event description:
It was reported that the bottom plate of the foot control device had fallen off and wires were exposed. The event did not occur during surgery. There were no delays to a scheduled surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The reporter stated that the biomed department screwed the bottom plate back in and covered the wires. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.